Event description:
A report was received that a patient was experiencing severe pain at the battery site. The patient's symptoms were redness and swelling at the ipg site. The physician assessed the patient and believed it was a large seroma. The physician washed out the site and prescribed antibiotics for the patient. Shortly after treatment, the physician chose to explant the ipg as he found the patient to have an infection in the area. The physician discovered the infection as he went to flush out the ipg and midline incision. The physician does not believe the infection to be device related. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing severe pain at the battery site. The patient's symptoms were redness and swelling at the ipg site. The physician assessed the patient and believed it was a large seroma. The physician washed out the site and prescribed antibiotics for the patient. Shortly after treatment, the physician chose to explant the ipg as he found the patient to have an infection in the area. The physician discovered the infection as he went to flush out the ipg and midline incision. The physician does not believe the infection to be device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description:enh st ld kit, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.